Manufacturer narrative:
H3: three photos were provided for review. The product was not returned for analysis. A used protectiv catheter attached to an extension set and removed from the patient's dressing at the flexion joint (elbow) with no catheter tube visible was observed, along with a severed catheter tube. The photos are consistent with the complaint description. Based on resolution of photo, root cause could not be defined with confidence. Given no product was returned, the investigation could not determine the exact cause. A device history review was performed and no discrepancies or abnormalities relevant to the complaint were identified.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that catheter tip was not present upon removal from patient¿s arm at time of discharge. Staff thought that the catheter broke off from hub in two different patients. There was a patient involvement and no patient or clinician injury. After the IV catheter was visualized in the patient¿s arm, the vascular team was consulted to remove it from the patient¿s vein. The patient was taken to the operating room, and a cephalic vein ligation was performed. The patient remained in the hospital after surgery an additional day and was discharged on (B)(6) 2025.